Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022 it was reported that between (B)(6) 2022 to till date (specific event date unknown), the patient's infusion set's tubing detached/broken at the site connector prior to insertion. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.